Event description:
Dr. (B)(6) reported that a patient had a glidewell ht implant fail on tooth #18, and the site was grafted. No permanent injury was reported.

Manufacturer narrative:
The device was not returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Additional information was requested from the reporter with no response to date. Manufacturer reference: (B)(4).